Event description:
Patient reported intermittent stimulation when it was working. About six months ago, the doctor informed patient that, "the wires were not connecting right."

Manufacturer narrative:
(B) (4).